Manufacturer narrative:
Section b3 and b5: additional information. Investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the start date of the event was (B)(6) 2020. The mentioned infection was methicillin-resistant staphylococcus aureus (mrsa) and related to driveline, pump pocket, resulting in bactermia. Prior to transplant the patient was on intravenous (IV) antibiotics (abx) and a wound vac was performed. The patient presented with fever, chills and lethargy. Prior to transplant the patient was chronically infected waiting on an acceptable donor.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a chronic driveline /lvad infection and the patient underwent a heart transplant on (B)(6) 2020. The device was reported to not be returning. No additional information provided.